Event description:
It was reported that a proultra endo tip separated outside of a patient's mouth. No patient injury occurred, as no patient was involved in this event.

Manufacturer narrative:
In this incident, a proultra tip #4 separated outside of a patient's mouth. Though there was no report of patient injury ( as no patient was involved in this event), there have been previous reports of this malfunction that neccessitated medical/surgical intervention to preclude permanent impairment of a body structure or function. Therefore, this event is reportable. The device was returned, visually inspected, and found to have separated approximately 15mm from the bend.